Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a damaged plunger clamp in the reported problem area of the pipette assembly. Replaced plunger clamp in position 2 and lld spring. The instrument was inspected, tested without further problem, and returned to expected operation.